Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue however the cartridge alarm continues to recur. The customer continued to use the pump for insulin therapy but will use manual injections for insulin therapy if the cartridge alarm recurs. There was no adverse impact to the customer¿s blood glucose level.